Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 100mm abdominal aortic aneurysm. The patient presented emergently over four and a half years later with abdominal pain. A CT performed showed an enlarging aneurysm sac of 110mm with a type iiia endoleak between the bifurcate and endurant limb etlw1613c82e. Intervention was performed on the same date and a 16x16x124 was implanted to bridge the type iiia endoleak. As per the physician the cause of the event was anatomy. It was noted it was 100m aneurysm to begin with that started to remodel and the aneurysm enlargement caused the limb to pull out of the bifurcate reportedly. No additional clinical sequelae were reported and the patient is fine.